Event description:
Na

Manufacturer narrative:
(B)(4). The investigation was completed on 03/16/2015. Return product was not available for investigation. Retain cartridges were tested in whole blood (wb) and whole blood spiked to 5u/ml heparin (s5) test fluids. The customer complaint was reproduced with s5. Act celite cartridge lot t14297 was bracketed under exception report# 365457 for further investigation.

Event description:
On (B)(6) 2014, abbott point of care was contacted by a customer regarding act celite cartridge that yielded unexpected results on a patient undergoing a procedure in the cath lab. The patient had been admitted for eps/rfa for atrial fibrillation and atrial flutter. Return product is not available for investigation. Time: 1038, act: n/a, result: 5,500 units of heparin administered; 1045, n/a, 5,500 units of heparin administered; 1105, 368; 1121, 285; 1136, 350; 1137, 231; 1320, 260. There are no injuries associated with this event.

Manufacturer narrative:
(B)(4).